Event description:
Info received indicates the head hi/low function is not lowering. The stretcher will not go into trendelenburg.

Manufacturer narrative:
The technician found the trend offset plunger was out of adjustment. The tech adjusted the plunger to repair the stretcher.